Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the "scan in 10 mins" message for up to 2 hours or more on the same day of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer's glucose level was very unstable and experienced loss of consciousness and was treated with glucagon injection by a relative. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was fully seated. Removed the plug and inspected the plug assembly and no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and performed sim-vivo test. All results were within specification. No product deficiency was identified.

Event description:
Customer reported being unable to test due to the "scan in 10 mins" message for up to 2 hours or more on the same day of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer's glucose level was very unstable and experienced loss of consciousness and was treated with glucagon injection by a relative. There was no report of death or permanent impairment associated with this event.